Event description:
It was reported the patient experienced an infection. As a result, the system was explanted on an unknown date. Reportedly the infection has since resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
A patient experienced an infection was reported to abbott. The system was explanted on an unknown date. Reportedly the infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.